Event description:
It was reported that the aseptic battery housing part number 89-8521-470-40 lot number 5014287 opened during surgery due to hard and uncomfortable vibration of the powertool. The battery fell to the ground. This event is related to a malfunction that could potentially lead to a sterility issue. No harm to patient. No additional surgery. No delay. No contributing condition. Surgical technique followed. In the information reported, 2 devices were reported, aseptic battery housing part number 89-8521-470-40 lot number 5014287. Therefore 2 reports were submitted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be performed if new information or product is received.

Event description:
It was reported that the aseptic battery housing part number 89-8521-470-40 lot number 5014287 opened during surgery due to hard and uncomfortable vibration of the powertool. The battery fell to the ground. This event is related to a malfunction that could potentially lead to a sterility issue. No other harm to patient. No additional surgery. No delay. No contributing condition. Surgical technique followed. In the information reported, 2 devices were reported, aseptic battery housing part number 89-8521-470-40 lot number 5014287. Therefore 2 reports were submitted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Aseptic battery housing, part number 89-8521-470-40, lot number 5014287 was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. Design history record review was performed for this product, part number 89-8521-470-40, lot number 5014287 and no issue was discovered during the manufacturing process that could explain the defect reported. A follow-up medwatch will be submitted if the product is returned or if additional information is received.